Event description:
In the may 9, 2008, e-published article of clinical orthopaedics and related research, dr young-hoo kim, dr sung-hwan yoon, and dr. Jun-shik kim reported the "early outcome of tka with a medial pivot fixed-bearing prosthesis is worse than with a pfc mobile-bearing prosthesis", where pts were implanted with a medial pivot prosthesis implanted in the one knee and a pfc sigma prosthesis implanted in 2004. Allegedly, fives pts had infections, one pt had suffered range of motion, and some pts reported to have reactions to prod.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Event device codes addressed in package inserts. Trends will be evaluated. This report will be updated when the investigation is complete. These events occurred in other country.